Event description:
Customer reportedly obtained results of 318mg/dl and 78mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Customer obtained results from 2 vials of the same lot.